Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported restricted flow. The device was returned to the IV department with an unsigned note that stated, "malfunctioning." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the device intermittently had unrestricted flow. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.